Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/24/2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a procedure for salvage of a failed reverse total shoulder, with an irreparable rotator cuff tear and a well-fixed humeral stem, to an anatomic hemi-shoulder replacement. The date of this procedure was not provided, nor was the date of the initial rtsa. The healthcare professional (hcp) reported loosening of the humeral component (confirmed radiographically) of a univers reverse cuff arthropathy (ca) head system due to loss of fixation or instability of the device. Hcp mentioned that the complication was probably related to the device. Hcp also reported that the complication did not require any additional treatment, and it was not reported outside the institution. The date that the loosening was noted was not provided.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event.